Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received result of 391 and 477 mg/dl. The normal control range was 93-129 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the reagent on the test strips was very deteriorated. The strips read an average of 242 mg/dl high, out of specification.